Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high mg/dl. Cause was not known. Customer administered a manual injection to address high bg. The customer reverted to an alternate method of insulin therapy.